Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034 - 2018 - 11292, 0001825034 - 2018 - 11293.

Event description:
It was reported that during a hip arthroplasty revision the patient experienced excessive blood loss during the procedure. No additional patient consequences were reported. Attempts have been made and no further information has been provided.